Manufacturer narrative:
Device eval by manufacturer: visual examination of the returned guidewire revealed a bent distal tip. The body of the guidewire was kinked at approximately 0.5 inches and 54 inches from the proximal end. No other visual damages were found on the device. Microscopic examination revealed that the polymer jacket's distal end had a detached section that was not returned. The core wire also protruded from the polymer jacket end. Dimensional inspection revealed that the outer diameter (od) of the distal tip, the od of the middle of the device, and the od of the proximal section were all within specification. Overall length could not be measured due to the polymer jacket detachment. The detached section of the polymer jacket was located approximately 117.5 inches from the proximal end.

Event description:
It was reported that the tip detached. A savion flx was selected for a procedure in the calcified dorsalis pedis of the left foot. The wire was attempted to cross through the calcified lesion. Upon attempting to withdraw the wire, the tip became stuck in the calcium. When the device was pulled to remove from the lesion, the tip detached. The detached tip was removed with a snare and the procedure was aborted. There were no further patient complications and the patient was fine. It was further reported that the anatomy was mildly tortuous, and the lesion was a 100% chronic total occlusion with severe calcification.

Event description:
It was reported that the tip detached. A savion flx was selected for a procedure in the calcified dorsalis pedis of the left foot. The wire was attempted to cross through the calcified lesion. Upon attempting to withdraw the wire, the tip became stuck in the calcium. When the device was pulled to remove from the lesion, the tip detached. The detached tip was removed with a snare and the procedure was aborted. There were no further patient complications and the patient was fine.